Manufacturer narrative:
Date of event was approximated to (B)(6) 2021 as the event date is unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on an unknown date. During the procedure, the bands have not functioned correctly. It was reported that it was not coming off the scope or getting stuck on the scope and it was not deploying correctly. It was noted that there was no difficulty experienced upon setting up the device. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Note: it was reported that the plastic shrink wrap was removed earlier in the set-up process, which is not described in the instructions for use.

Manufacturer narrative:
Block b3: date of event was approximated to (B)(6) 2021 as the event date is unknown. Block h6: medical device code a050501 captures the reportable event of bands unable to deploy. Block h10: investigation results the returned speedband superview super 7 device was analyzed, and a visual evaluation noted that only the ligator head was returned with the device. It was also noted that the ligator head returned with six bands attached, some of them were moved out from its original position and overlapped. Additionally, one band was broken. Further inspection shows that the ligator head teeth were found damaged but the suture hole was in good condition. No other issues with the device were noted. The reported event was confirmed. The teeth damaged of the ligator head and the bands overlapped suggests a failure to deploy. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. It was reported that the plastic shrink wrap was removed earlier in the setup process. The IFU states that, carefully remove shrink wrap by pulling marked tab such that ligator bands and threads are not disturbed. Failure to follow these steps can cause an inaccurate deployment of bands. Taking all available information into consideration, the most probable root cause of this event is failure to follow instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on an unknown date. During the procedure, the bands have not functioned correctly. It was reported that it was not coming off the scope or getting stuck on the scope and it was not deploying correctly. It was noted that there was no difficulty experienced upon setting up the device. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Note: it was reported that the plastic shrink wrap was removed earlier in the set-up process, which is not described in the instructions for use.